Event description:
Complainant alleged that the medics were setting up the device for defibrillation on a 66 year old male patient, but the device would not power up. The medics were able to obtain another defibrillator to successfully defibrillate the patient. The complainant indicated that there was no adverse effect on the patient as a result of the reported malfunction.